Event description:
A hospital in (B)(6) reported via a distributor that the pin on the expiratory limb of an rt340 adult breathing circuit was found to be bent after the hospital staff opened the breathing circuit bag. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(6). The product is not sold in the USA, but it is similar to product sold in the USA. The 510(k) for that product is k983112. The rt340 adult dual heated with evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a f-u report upon completion of the investigation.